Event description:
Information received indicates the bed is hard to push due to a stuck brake caster.

Manufacturer narrative:
The technician isolated the issue to a bent brake shoe. The technician replaced the caster to repair the bed.